Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that patient faced an infusion set was fell off during use on (B)(6)2024. The infuion set was in use for couple of hours. No further information was available